Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Femoral access was obtained via the femoral artery. The 95-99% stenosed, 2.50x38mm target lesion was located in the left anterior descending artery. After crossing the lesion with a non-bsc wire, a 3.0 7fr non-bsc guide catheter was advanced. Following pre-dilation with a 2.0x15mm balloon catheter, a 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion and was deformed. The device was removed and the procedure was completed by repeat pre-dilation and implanting another of the same device. No patient complications were reported and patient status was stable.